Event description:
Additional information was received from the patient¿s healthcare provider who reported that they did not know anything about what the patient reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid of an unknown concentration at an unknown dose rate via an implantable pump for non-malignant pain and failed back surgery syndrome. Regarding the dose and concentration of dilaudid, it was noted that they thought it was .02964 mg. It was reported that for about the last 3 weeks, every once in a while, when the patient would bend over to tie her shoes or just bend down, it felt like the pump was going under their left ribs or down toward the groin. The date (B)(6) 2021 is considered an approximate date of event (specific month and year known only). The issue was further described as being very painful and felt like the pump was turning sideways. The patient was not able to catch her breath while in that position. No falls or trauma had occurred. The patient had the pump filled but didn't think to say anything to the physician because it wasn't so bad before. However, it had been getting increasingly worse and was more painful. The patient was redirected to their healthcare provider to further address the issue. It was noted that the patient's relevant medical history included their previous pump having turned sideways before (not the current pump but the pump before this one). The previous issue was resolved by removing the pump and implanting the current pump.